Event description:
Customer reportedly received results of 58 mg/dl and hi (greater than 600 mg/dl) on the advantage system within 10 mins. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.